Event description:
It was reported that this patient's right shoulder was revised approximately 8 years 3 months post initial operation. The patient had wear on the glenoid cage. Superior peg and central peg were removed from patient. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: 300-01-11 - equinoxe, hum stem primary, press fit 11mm: (B)(6). 300-20-02 - equinox sq torque define screw drive kit: (B)(6). 300-50-45 - 4.5mm short rep plate: (B)(6). 310-00-50 - equinoxe, hum head, extra short, 50mm: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision surgery reported may have been the result of the glenoid wear, possibly due to joint instability or rotator cuff damage. Another factor may have been the glenoid implant¿s non-conforming packaging. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 8 years 3 months post initial operation. The patient had wear on the glenoid cage. Images show fracture of the poly. Superior peg and central peg were removed from patient. Patient was last known to be in stable condition following the event. Additional information received through clinical study showed that the patient was also experiencing pain. The outcome is considered resolved. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a. The revision surgery reported may have been the result of the glenoid wear, loosening, and cage glenoid fracture, which likely led to the pain reported. However, the reported fracture, migration, and loosening cannot be confirmed based on the provided radiograph and image, and the underlying cause for these failures cannot be confirmed based on the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.